Manufacturer narrative:
Continuation of d10: product ID nitron; product type: console product ID 2af283; product type: balloon catheter product ID 2af283; product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected insufficient flow at the start of the application indicating the treatment underflow was fast, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum and an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). The console was switched out and another system notice was received. The balloon catheter, sheath and auto connection box were replaced and the coaxial umbilical cable was replaced twice without resolve. The catheter was replaced a fourth time to resolve the issue. It was noted that the three balloon catheters were noted to have visible blood. The case was completed with cryo. The console was inspected and no visible blood was found in the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 26667 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice #n-006 (stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). In conclusion, the reported issues (system notice n-006, visible blood) were confirmed through testing. The balloon catheter failed return inspection due to pin size hole on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.